Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on both eyes(ou) at a 2-month post op exam. A brief description from the surgery center indicated the patient has poor distance and near and no monovision. The patient¿s chief complaint was of headaches, blurred/poor vision, and nausea. The patient commented on having terrible vision. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. Topical steroid dosage was increased to treat the symptoms at the 2 month post op exam. At a 5-month post op exam, the surgery center reported the patient has reached its refractive stability and there is a plan for an enhancement. Bcva from (B)(6) 2017: right eye pre-op 20/20 -8.75 x -.25 x 142, left eye pre-op 20/20 -9.50 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/20 1.00x -.25 x 137, left eye post-op 20/20 -.50 x -.25 x 43.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.